Event description:
It was reported that this left ventricular (lv) lead has dislodged and a surgical intervention was done. This lead remains in service. No additional adverse patient effects were reported.